Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that "during a sinus surgery, the bur was used to mill the nasal bone (opening of the frontal sinus floor) and after 45 minutes the bur broke off from the rod and was ejected into the bottom of the frontal sinus (placed just in front of the brain and above the eye sockets). The bur was removed with a clamp. Second bur used to continue the procedure: dislocation from the rod"; which was confirmed to be a stretched spiral wrap, no fragments detached. There was no patient injury.